Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as the helix exhibited high thresholds issues, then the lead was attempted to be repositioned but helix won't extend. No adverse patient effects were reported.